Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the root cause could not be determined. However, a probable cause could be improper handling of the device during transport, storage, use or cleaning. The adhesive was peeled off by applying external force such as rubbing the site strongly. Another possible cause would be that the adhesive deteriorated and peeled as a result of long-term use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of leakage was confirmed. Additionally, sharp dents were noted on the c-body, and cover was missing. The distal sheath was dry, and the elevator water presented with leak. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during reprocessing of the evis exera ii ultrasound gastrovideoscope, an air/water leakage was discovered from the channel. There was no patient involvement during this event.